Manufacturer narrative:
Follow-up #1: date of submission 11/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/20/2016 with the following findings: review of the alarm history shows no evidence of any cs communication alarms. The black box shows deliveries interrupted on (B)(6) 2016 from 04:45 to 08:43 due to typical replace battery alarm. An ezprime and 24 hr duration test were successfully completed with no cs communication alarms being duplicated. The tdds add up correctly and reflect the users programmed basal rates. No delivery defects found during delivery accuracy testing. Pump was found to be delivering within required range and delivering accurately. Removed the pump cover; no intermittent condition was found to the pcb and no internal moisture was observed. Unable to duplicate the complaint. Unrelated to the complaint, battery compartment is cracked below the bumper pad.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient and blood glucose bg's of 600+ on glucometer with symptoms of vomiting and malaise - patient was taken to hospital and was admitted with diabetic ketoacidosis. Pump removed and patient treated with IV insulin. Upon further troubleshooting, it was determined that patient's pump had been giving a communication alarm that was not properly cleared and insulin delivery was interrupted. This complaint is being reported as the patient experienced dka subsequent to the call service alarm.